Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed "improper shutdown" alerts which result in the pump not retaining pertinent patient information. Several pumps have had "improper shutdown", especially noted when transferring a patient (unplugged at this time). When this occurs, staff will turn the pump back on (no "new patient" prompt is observed), and although the previous information is "lost", pump will then seem to work ok. Any patient injury or medical intervention is unknown.